Manufacturer narrative:
Additional information: the lesion was very difficult, highly calcified and surgery turn down. The lesion was pre-dilated. The device detached near of the ramp. Non-medtronic balloons were used to retrieve the detached portion. Resistance was noted during withdrawal of the device, and excessive force was used. The lesion was ultimately stented with two onyx frontier stents with no issues. The patient is described as perfect. Product analysis: the device was returned for analysis. Analysis confirmed a kink and detachment of the push member. Detachment point was at the push member/spade marker band weld. The push member was pulled away from the on-ramp. Initial inspection noted the lumen was detached and part of the lumen had not returned, however further inspection confirmed the lumen was cut. No other damage evident to the remainder of the device. Confirming removal difficulties based on the event description and device condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use a telescope guide extension catheter to treat a severely tortuous, severely calcified lesion in the mid circumflex (cx) artery. The patient was noted to have very bad anatomy. The device was inspected with no issues noted. The device was prepped per IFU with no issues. Resistance was encountered when advancing the device. Excessive force was used during insertion/delivery. It was reported that device detachment occurred during delivery to the lesion. Multiple balloons and shockwave were used to try and retrieve the detached portion. A lot of push force had to be used to get the various balloons down. Eventually, it was felt give and it was possible to bring back in the guide and retrieve all the pieces. The device was taken out along with the balloon slightly inflated which acted as a back stop. The guide was cut outside of the body to verify nothing was left in the body. All the detached pieces were removed. The lesion was ultimately stented with no patient injury. The patient is alive with no further injury.